Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. Moisture damage was found on the motor assembly. No moisture damage on electronic assembly noted. The unit had a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report that her insulin pump was dropped in the water during a shower and is now receiving a button error alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.